Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, it was noted that the right ventricular (rv) lead was exhibited high pacing impedance. The lead was replaced with new lead and the procedure was completed successfully. The patient was in stable condition.